Event description:
A report was received that the patient will undergo an explant procedure due to pain at the pocket site.

Manufacturer narrative:
The explanted ipg passed visual, electrical and performance test done. The device exhibits normal device characteristics and did not contribute to the reported pain at the pocket site. The patient is doing well following the explant procedure.

Event description:
A report was received that the patient will undergo an explant procedure due to pain at the pocket site.